Event description:
A customer reported to baxter product surveillance of a vented spike adapter that became disconnected from an unknown set. This was discovered during priming. There were b. Braun sodium chloride bottles used with this setup. In addition a hospira primary i.v. Plum set was utilized. There was no patient involvement or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample has been received and is available for evaluation. Once the sample has been evaluated a follow-up report will be submitted. This product is 510k exempt.

Manufacturer narrative:
(B)(4). Additional information: an actual sample was sent in for an evaluation. Visual inspection confirmed that the component was separated from the spike adapter. The problem was caused by human error at the manufacturing facility. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA.